Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation of the device, noise was noted on the right atrial and right ventricular leads. The noise was stored on electrograms. A clavicular crush was noted. The leads were capped and replaced on (B)(6) 2019. The patient was stable.